Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that during a percutaneous coronary intervention (pci), the opticross imaging catheter was used to view the target lesion. When flushing the catheter, saline leaked at 10-15 cm from the tip of the device. The procedure was completed with a different device. No patient complications were reported and the patient's condition is good. However, device analysis revealed a hole in the catheter.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was received for evaluation. Evaluation of the returned device revealed a kink in the sheath assembly at 62.6 cm from femoral marker at the distal end, the telescope assembly was not able to properly pull back, advance, or retract. Fluid was leaking from an open hole at the lap joint area when the catheter was flushed. The imaging window is still connected to the blue sheath at the lap joint. Device was inserted into test dispenser coil. Leak is located on the outside edge of the device. Impedance testing finds the device is capable of imaging properly and full image characterization testing cannot be performed based on the damage located at the lap joint. No other issues or defects were observed during product analysis of the returned device. The leak complaint was confirmed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).